Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, there was an attempt to open and close the snare multiple times and it would not open or close properly. When it finally opened it was unable to open in the patient again and when the physician was trying to release some tissue while the snare was already positioned around the polyp the snare loop was embedded in the patient's tissue. The snare loop was removed from the patient tissue by removing the polyp with the cold snare. The procedure was completed with the cold snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, there was an attempt to open and close the snare multiple times and it would not open or close properly. When it finally opened it was unable to open in the patient again and when the physician was trying to release some tissue while the snare was already positioned around the polyp the snare loop was embedded in the patient's tissue. The snare loop was removed from the patient tissue by removing the polyp with the cold snare. The procedure was completed with the cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january2022. Block h6: device code a150208 captures the reportable event of loop entrapment. Block h10 investigation results: one cold snare was received for analysis. Visual analysis of the returned device found no device problems. Functional evaluation of the returned device found that when the device was connected to the 10 inch loop fixture, it contracted and extended well. No other device problems were noted. The reported event of "loop entrapment" could not be confirmed since the devices cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. The reported events of loop unable to extend and loop retraction problem were not confirmed since the returned device extended well during product analysis. Device analysis found no problems with the device during visual and functional testing. Although the reported event of loop unable to extend could not be confirmed through functional evaluation, there is an investigation in progress to address extension problems. Based on the information available and the analysis of the returned device, the most probable root cause for the reported complaint is manufacturing deficiency. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.